Manufacturer narrative:
One open knife sample was received by manufacturing inside of a plastic bag with foam. The sample was examined per facility procedure and was found to be visually nonconforming with a damaged tip though the cutting edges were visually conforming. Penetration and sharpness testing was not performed due the damaged condition of the sample. The actual lot number is unknown, but could be one of two possible lots. The complaint review activities will review both possible lots as the potential complaint lot. The first possible customer lot was identified as sterile lot 101427m. For this final lot, one component knife lot was used to make up the final lot. A review of the related device history records (DHR) has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination revealed that this was the first complaint for a dull blade received against the first reported possible lot and the associated component lot. The second possible customer lot was identified as sterile lot 997214m. For this final lot, two component knife lots were used to make up the final lot. A review of the related device history records (DHR) has been performed. According to the device history record review, one component lot was reprocessed for an anomaly that would not have contributed to the customer complaint. The device history record review does not point to a root cause because the lot was reprocessed and the released product met the manufacturer's acceptance criteria. No anomalies were found in the other component lot or final reported lot. A complaint history examination revealed that this was the first complaint for a dull blade received against the second possible customer lot and the associated component lots. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. This is the first of two reports from this facility. (B)(4).

Event description:
A doctor reported that knives from the facility custom-pak are noted to be edgeless during surgery. There has been no patient impact. Additional information has been requested.